Event description:
The device was used during a thoracoscopic upper right lobectomy procedure. Reportedly, the staples did not form properly and the device did not cut. The surgeon applied another device and resected the tissue at the application site. The hospital has reported the pt's condition is satisfactory.